Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge and was educated by technical support on the minimum fill recommendation for their pump, with instructions to add insulin to the same cartridge. The customer expressed urgency in needing to address the situation due to time constraints. Technical support attempted to follow up, but couldn't reach the customer as the phone lines were not connecting and plans to continue the follow-up procedures.